Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had an issue with air leak hole in hose. It is known the device was not used during surgery. It is unk if any injury or medical intervention occurred. There was no additional info provided.